Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l53621, implanted: (B)(6) 1998, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that an unknown health care provider (hcp) revised the lead as it was initially placed in a less than optimal position. The patient experienced tremor, muscle spasms, pain at the lead location/on the patient¿s head, and was ¿unable to do push/pulls¿. The patient¿s non-device/therapy related surgical history was reported to include a tonsillectomy and cataracts. Unrelated rheumatoid arthritis in his back and unrelated cancerous skin spots on the patient¿s face were also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.